Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 119 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.